Manufacturer narrative:
(B)(4). Date sent: 02/02/2016. (B)(4). The analysis results found that the el5ml device was returned with a clip in jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident; the device was cycled and a clip with gap and two conforming clips were fed. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the incidents reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, during the third firing, the clip applier jammed and the jaws became stuck on tissue. The jaws eventually came off the tissue and no clip appeared to be present. The case was completed using another device of the same product code. There were no patient consequences reported.